Event description:
Additional information was received. The biopsy needles the field representative (rep) was able to test with after the procedure were the same needles used in the case. The rep was not able to recreate the issue. The site was claiming instrument parts failed out of the box.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h2) please see section b5. For further information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial biopsy procedure. It was reported that the passive biopsy needle would not show up in navigation after locking the trajectory. No known impact to patient outcome. There was a surgical delay of less than one hour. Troubleshooting was performed, the site could see it as red in the instrument list. The site exited the procedure and went back to it with no resolution. The site opened another passive biopsy with no resolution.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The logs captured two sessions on the date of issue. According to the logs, the user created two plans measuring 43mm and 43.3mm, respectively. In both sessions, the user selected plan 1 with oid c579d8c7 -db77-4b74-942f-76db0fbbe316 while locking the trajectory. The trajectory was locked four times during the first session and two times in the second session, with a target alignment error of approximately 2mm. The logs captured needle tracking details in the second session after the user locked the trajectory; however, no tracking information was available for the first session for both the bi opsy needles (tool_4 and tool_8). Notable, no other abnormalities were observed from the logs related to the reported issue in tracking the needle. Archives were not available.. Software analysis determined that there was insufficient information available to dete rmine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.